Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record for zimmer skin graft mesher 4:1 cutter serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired five times, the last repair being for a the mesher cutting a skin graft in half reported on 9 may 2017. The reported event was confirmed by the service technician who evaluated and repaired the device. On 19 february 2019, it was reported from (B)(6) that the 4:1 cutter on for a mesher would not grasp skin on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), 3:1 cutter serial number (B)(4), and 4:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb was bent and that the handle did not ratchet smoothly due to a worn pin and ratchet gear. None of the pretests with the mesher could be performed due to the bent comb. Evaluations of the 1:1, 2:1, and 3:1 cutters noted that the cutters produced passing test meshes. Evaluation of the 4:1 cutter noted that the cutter had damaged blades that were bent in the middle of the cutter and was unable to produce a passing test mesh. It was recommended for the 4:1 cutter to not be used and the customer was quoted for a replacement. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the bent comb and the worn pin and ratchet gear as well as lubricating the handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The devices were tested, inspected, and repaired. While the service technician found that the 4:1 cutter was damaged and had bent blades in the middle of it, a failure that would prevent the cutter from moving skin through the device and therefore not mesh it, it cannot be determined from the information provided as to what caused the issue with the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the skin graft mesher had arrived with reported fault 1:4 cutter grasping the skin. The event occurred during surgery. Subsequently this did not caused patient harm and there was a delay of 1-15mins. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.